Event description:
Consumer complaint of low control solution results. Control test result was "lo". Customer did not want to attempt a blood test. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR's number is corrected.